Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the insulin pump alarmed motor error during prime for the last several days. Troubleshooting was performed. The customer stated that she had a chest x-ray a month ago and she does not remember if she was wearing or not the device during the procedure. Ran a displacement test and failed. No further information was provided.

Event description:
Reporter alleged the patient received the results of 196 mg/dl and 87 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.